Event description:
According to the reporter: procedure: lap chole (sils). Instrument head snapped internally and fragment broke off. This occurred when instrument was inside and rotated and extended. No patient injury, the fragment was removed.